Manufacturer narrative:
The reported incident that non locking screw anchorage ø3.5mm / l26mm was alleged of issue s-11 (breakage during surgery) could be confirmed since a picture of a debris/thin wire was provided. Based on investigation, the root cause was attributed to a user related issue. The wire came off because the user inserted the screw in a wrong position. Please follow exactly the corresponding op-tech to avoid damaging the screw. When using the drill guide the thread of the screw cannot touch the plate and therefore the screw cannot be damaged by the plate. One possibility is that the surgeon was drilling without a drill guide and therefore the hole for the screw was decentered. When the surgeon was inserting the screw in the decentered hole the screw was damaged by touching the plate. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The (B)(4) sales representative reported on behalf of the customer that the procedure was being carried out in a normal manner. The plate was temporarily fixed and two screws had been inserted. The rep further reported that when the surgeon attempted to "tighten off" one of the 26mm screws (it is unclear which one) debris appeared in the incision. Without knowing for certain, the customer reported that the debris appears to be a result of the interaction between the screw head and the receiving hole in the plate. The surgeon made a decision to final tighten the screw and remove the debris with a tweezers. Final xrays were taken and the wound was closed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
The tekno sales representative reported on behalf of the customer that the procedure was being carried out in a normal manner. The plate was temporarily fixed and two screws had been inserted. The rep further reported that when the surgeon attempted to "tighten off" one of the 26mm screws (it is unclear which one) debris appeared in the incision. Without knowing for certain, the customer reported that the debris appears to be a result of the interaction between the screw head and the receiving hole in the plate. The surgeon made a decision to final tighten the screw and remove the debris with a tweezers. Final x-rays were taken and the wound was closed.